Event description:
It was reported that during an original artificial urinary sphincter implant surgery, the case was aborted and the procedure was stopped as the surgeon nicked the patient's urethra. The physician will let the patient heal.